Event description:
It was reported that (2) devices were about to be used during a laparoscopic cholecystectomy. It was reported by the affiliate that one of the er420 devices does not load clips at all. The other er420 loads clips, but fire skewed. Another instrument was used to complete the case. There was no consequence to the pt.